Event description:
Dealer is stating that the right side frame is broken at a weld where the anti tippers attach to the chair. Dealer stated that the end user was stuck in a hole, and when the attendant pushed on the frame to pop out of the hole the frame broke.